Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 300 mg/dl). Customer set a temporary basal rate and delivered a bolus to address elevated bg levels. System check with tandem technical support was performed, and the pump was functioning as intended. Reportedly, the customer set a temporary basal rate of approximately (B)(4) with the intention to receive more basal. Tandem technical support educated the customer on the temporary rate feature, and instructed the contact that a basal rate of (B)(4) should have been set to increase basal delivery. By setting a temporary basal rate of (B)(4) the customer was receiving half the amount of basal. Contact stated they believe this to be the cause for elevated bg levels.